Event description:
It was reported that the user dropped the ilet on a counter and the device¿s display screen cracked in the lower to middle right corner, rendering the pump nonfunctional; the device was replaced. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery. Investigation included review of complaint details and device history records, and arrangements for device return and replacement. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact. It was concluded, based on previously established findings for similar reports, that the event resulted from accidental damage and was not related to a device malfunction or manufacturing defect.